Event description:
It was reported that the customer received the motor error alarm on the insulin pump. The customer's blood glucose was 104 mg/dl. Troubleshooting was done. The customer stated that she received the alarm while changing the infusion set. The customer stated that the insulin pump was not dropped or bumped. The customer was unsure if she had received the motor position encoder error alarm but stated that it seemed as if she did. Advised that the insulin pump needed to be replaced. Advised customer to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instructions. The customer declined a replacement insulin pump and stated that she would use an older, previous insulin pump. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.